Event description:
It was reported that the patient presented in clinic for a follow up. Diognostic imaging revealed dislodgment causing failure to capture on the atrial (ra) lead. No changes or interventions were performed. The patient was in stable condition.

Event description:
New information received notes that programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5 and h6.